Event description:
It was reported that the patient presented in clinic for an upgrade. Interrogation of the patient's right ventricular (rv) lead showed over-sensing noise with pacing inhibition. A chest x-ray confirmed lead fracture. No symptoms were reported. The rv lead was explanted and replaced. The patient was stable.